Event description:
The download data for a (B)(6) male patient revealed a code 110 - overvoltage set and several asystole alarms. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110 - overvoltage) was confirmed. Upon evaluation, fractured solder connections were discovered at high-voltage capacitor c19. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). The reported problem (asystole event) was confirmed. Upon investigation u612, an inverting charge pump had no output. This prevented the monitor from reading the heartbeat waveform. The root cause for the lack of output from u612 was unable to be positively determined. No adverse event resulted from the broken lead on c19 or the defective u612. The patient received a replacement monitor.